Manufacturer narrative:
Event and therapy date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2020-02335. It was reported patient had ineffective therapy from the time it was implanted approximately from (B)(6) 2016. Troubleshooting steps were taken and unable to resolve the issue. As a result, patient underwent surgical intervention wherein the system was explanted and replaced with a competitor¿s device.